Manufacturer narrative:
Device received with operational currents within spec and passed self test and displacement test. Formatted history file confirmed pump error 15 and pump error 4 due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed insulin flow blocked, the critical block and inverse critical block did not add to zero and the motor arm cannot communicate with the main arm error. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that she got an insulin flow block yesterday and a pump error yesterday and today. The customer reported that she was bolusing when the pump error came today. Customer is able to complete pump rewind. Pump is not a 670g with software version (B)(6) or greater. Error table indicated the pump should be replaced. The customer reported that she had the pump restart again and rewind ad set the time but the pump doesn't show that the date and time were wrong so the alarms didn't happen today but they did. The customer also reported that one belt clips broke a while ago about a month and a half ago, she was just walking around campus and she put her backpack down and it snagged and then the second one the spring came out. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.